Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) units fiber optic sensor module is bad. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs300 intra-aortic balloon pump (iabp). Replaced bad fiber optic module. Tested new module. Problem resolved. Performed complete functional and safety testing. Unit passed all testing and was cleared for clinical use.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units fiber optic sensor module is bad.